Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the device was cracked on right plunger case and bottom case. During the power up process and the check and test force sensor testing, the force sensor test error was found was found. The root cause of the reported issue was found to be normal wear. A combination of the plunger cable and force sensor were found not operate as intended as a result of normal wear. Replaced plunger cable and force sensor. Performed power up process and all functional testing which passed. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a force sensor error. No patient injury was reported.